Manufacturer narrative:
The insulin pump was received with missing segments and partial display due to cracked and bleeding lcd glass. Unable to verify button keypad unresponsive due to damaged lcd glass. No moisture damage was found on the keypad traces noted. The keypad connector was fully locked. The insulin pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had partial display on the insulin pump and buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The customer stated that the partial display on the screen started thin then got thicker and diagonal. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.